Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the event occurred in unknown. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc freestyle libre sensor detached. It was further reported that on an unspecified date when the customer could not receive a result his family member administered a glucagon injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the fs libre sensor kit was reviewed and the DHR showed the fs libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. This also serves as a correction report. Device mfg date was omitted from the initial report. Device mfg date has been updated.

Event description:
Customer reported his adc freestyle libre sensor detached. It was further reported that on an unspecified date when the customer could not receive a result his family member administered a glucagon injection. There was no report of death or permanent injury associated with this event.